Event description:
According to the literature, a retrospective cohort study compared the peri-operative outcomes of patients who underwent robotic-assisted distal pancreatectomy versus laparoscopic distal pancreatectomy for the treatment of both benign and low-grade malignant tumors between (b)(6) 2011 and (b)(6) 2025. It was noted that reinforced stapled closure of the pancreatic stump was accomplished with an Endo GIA reinforced reload with Tri-Staple Technology, 60 mm, used with the Signia Stapling System. There were 180 patients included in the study, and complications included conversion to open procedure on 13 patients, post-pancreatectomy hemorrhage on three patients, intra-abdominal fluid retention, intraoperative and postoperative leak, ileus, intra-abdominal abscess, post-operative pancreatic fistula on 35 patients, and hospital readmission on 15 patients and surgical additions other than revision surgery.

Manufacturer narrative:
Yasuhiro Murata, Yuki Segi, Haruna Komatsubara, Takahiro Ito, Aoi Hayasaki, Yusuke Iizawa, Takehiro Fujii, Akihiro Tanemura, Naohisa Kuriyama, Masashi Kishiwada, Shugo Mizun. "SUPERIORITY OF ROBOTIC OVER LAPAROSCOPIC DISTAL PANCREATECTOMY IN SURGICAL OUTCOMES EVALUATED BY TEXTBOOK OUTCOME", 2026, Surgical Endoscopy, 10.1007/s00464-026-12690-z Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.